Manufacturer narrative:
(B)(4). P cap reservoir locks properly into place. Blank display due to moisture damage on electrical board. After swapping electrical board with a test board, insulin pump powered up properly. Unable to perform displacement test, self test, active current measurement and sleep current measurement test due to blank display. The following were noted during visual inspection: scratched case, cracked battery tube threads, and moisture damage in battery tube.

Event description:
Information received by medtronic indicated that the insulin pump had exposed to moisture while taking shower. Customer stated that there was fluid under screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.